Manufacturer narrative:
Block b5 has been updated with the additional information received on april 17, 2023. Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the inner and outer sheath kinked. No other issues were noted to the delivery system. The investigation concluded that the observed failures of inner and outer sheath kinked were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the interaction with the scope and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the inner and outer sheath kinked. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, incomplete deployment is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off- necrosis (won) during a pancreatic cystogastric bypass surgical procedure performed on (B)(6) 2023. During the procedure, a 15mm axios stent was inserted into the scope and punctured the cyst. The flange at the tip partially deployed and could not be fully deployed despite pulling up to position (2) with the hand-base handle. The axios stent was removed from the patient together with the scope. The procedure was completed with a 20mm axios stent. There were no patient complications reported as a result of this event. Additional information received on april 17, 2023. It was reported that the percentage of necrotic material the cyst contain was about 30%.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off- necrosis (won) during a pancreatic cystogastric bypass surgical procedure performed on (B)(6) 2023. During the procedure, a 15mm axios stent was inserted into the scope and punctured the cyst. The flange at the tip partially deployed and could not be fully deployed despite pulling up to position (2) with the hand-base handle. The axios stent was removed from the patient together with the scope. The procedure was completed with a 20mm axios stent. There were no patient complications reported as a result of this event. Additional information received on april 17, 2023: it was reported that the percentage of necrotic material the cyst contain was about 30%.

Manufacturer narrative:
Block b5 has been updated with the additional information received on april 17, 2023. Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of axios stent partially deployed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a walled-off- necrosis (won) during a pancreatic cystogastric bypass surgical procedure performed on (B)(6) 2023. During the procedure, a 15mm axios stent was inserted into the scope and punctured the cyst. The flange at the tip partially deployed and could not be fully deployed despite pulling up to position (2) with the hand-base handle. The axios stent was removed from the patient together with the scope. The procedure was completed with a 20mm axios stent. There were no patient complications reported as a result of this event.